Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously low total bilirubin (tbil) result generated by the unicel dxc 600 pro synchron chemistry analyzer. A patient sample gave a tbil result of 1 mg/dl which was questioned by the nurse stating that the tbil result the previous day was 17 mg/dl. The instrument icteric index on the report of 1.0 mg/dl was 1. Upon repeat, the sample gave a tbil result of 17.8 mg/dl with an icteric index of 16. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
The specimen was a heel stick sample in a plasma microtube. On the day of the event, qc results were very close to the lab's established mean. Bci engineer worked with the customer by phone. Several parts were replaced, including the reagent probes. Alignments were done. There have been no further incidents of erroneous tbil results. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.